Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient just had the device replaced yesterday, and they didn't turn it on. Walked the caller through how to turn the therapy on. The patient increased the stimulation on the call. The patient will maintain the stimulation level and will continue to track symptoms. Confirmed stimulation in the bicycle seat area and comfortable. Agent asked if the device was replaced because of a device or therapy issue. Caller said the stimulator broke after two years. They had a problem with it from the beginning. They had to increase the stimulation every week. The caller said their stimulator has been removed for 12 years.